Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that system is not giving surgeon free floating or complete capsulotomies. One patient had a tear that ran radially and he couldn't get the cortex out on this toric patient.